Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, the patient returned to the emergency room with dizziness and tachypnea. Bradycardia was noted with a heart rate in the 20's-30's. A 6-10 second pause was noted and the patient became unresponsive. Chest compressions and medications were initiated. Subsequently, a permanent pacemaker was implanted fours days after the valve implant due to atrio-ventricular (av) block. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.